Event description:
Complaint alleges: it was reported that "the suture tears easily, during knotting." No reported pt injury.

Manufacturer narrative:
The device history record of batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. No corrective actions can be implemented due the lack of product sample to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and to determine the root cause. However, the manufacturer will continue to trend relating complaints.